Manufacturer narrative:
Taper unknown. The reporter or the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Erosion, infection, and extrusion are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of erosion into stomach tissue. Re-operation to remove the device is required. As with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."

Event description:
Reported by the patient, by email, as: "port infection, port" popped out of stomach" and tubing became "embedded" inside the colon". Follow-up with patient in progress.